Manufacturer narrative:
A sample is not available for evaluation. Customer photos were submitted. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that upon opening a box of 60 ml bd¿ syringe with bd luer-lok¿ tips, a ¿defect¿ sticker was found adhered to the packaging. There was no report of injury or medical intervention.

Manufacturer narrative:
A photo was received in the columbus plant for evaluation showing a defect sticker therefore failure mode is verified. A DHR was completed and no defects were found. No quality notifications were issued for this batch. A defect was culled out by the visual inspection system and sent a signal to the flagger to denote the location of the defect in the jumbo roll. During the flagging process the flag did not adhere correctly to the edge of the web and fell onto the web within the confines of the edges. Without the flag visible on the edge of the jumbo, the converting operator was unaware the flag was in the roll and missed it when it came through their machine. Bhpnl is working to improve the flag reconciliation process within our converting process. A work instruction has been updated to improve this process and training to the new process is in progress.